Manufacturer narrative:
(B)(4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a pelvic floor repair procedure and a monarch sling procedure on an unk date. The monarch bladder sling mesh perforated the bladder and urethra causing incontinence, pain, infection, blood in urine and kidney failure. Also, the mesh used for pelvic organ prolapse caused significant pelvic pain. Four additional surgeries were required to repair the damage for the meshes and an additional surgery is scheduled for 2011. Pelvic floor physical therapy is also being started.